Event description:
Additional information was received that the rv lead was capped and replaced to resolve this event.

Event description:
During a remote follow-up, far field p-wave oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but not confirmed. No intervention has been performed. The patient was stable.